Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded at the user facility and not returned to the manufacturer for evaluation. Images were provided by the user facility and are the analysis of them is currently underway.

Event description:
It was reported that during treatment of a large, right-hemispheric avm, a scepter mini balloon catheter was used to deliver liquid embolic in the right middle cerebral artery. When the device was retracted, the distal portion of the microcatheter separated from the proximal portion and was left in situ in the m4 segment. There was no hemodynamic effect nor formation of thrombus. Anticoagulant was prophylactically administered (0.4% clexane). The patent exhibited no focal neurological deficit and was found to be in good clinical condition. The patient was then taken for resection of the avm.

Manufacturer narrative:
Visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Based on a review of the device's risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU, following is taken from the english version): potential complications potential complications include, but are not limited to vessel or aneurysm perforation, vasospasm, hematoma at the site of entry, embolism, ischemia, intracerebral/intracranial hemorrhage, pseudoaneurysm, seizure, stroke, infection, vessel dissection, thrombus formation, and death. Exposure to angiographic and fluoroscopic x-radiation presents potential risks of alopecia, burns ranging in severity from skin reddening to ulcers, cataracts, and delayed neoplasia that increase in probability as procedure time and number of procedures increase. Compatibility: scepter mini balloon catheter is compatible with .008" (0.20mm) or smaller guidewire. Note: guidewire not required for inflation of balloon choose appropriate guiding catheter with minimum inner diameter larger than or equal to 0.053" (1.35mm) note: the maximum outer diameter of the balloon catheter is 0.037" (0.94mm) scepter mini balloon catheter is compatible for use with dimethyl sulfoxide (dmso). Scepter mini balloon catheter has been verified to be compatible for use with diagnostic agents (such as contrast media) and dmso based liquid embolic agents (onyx¿ liquid embolic system). For all other liquid embolic, refer to their instructions for use. Hydration flush: 1. Choose a balloon catheter that is appropriate for the size of the vessel. 2. Before removing the balloon catheter from the dispenser tube, fully hydrate the hydrophilic segment of the device by flushing heparinized saline through the dispenser tube using a syringe attached to the flush port. Allow 30 seconds of hydration time. Procedure/medical information review: four radiographic images are submitted. (B)(4) image 1: flat plate coronal CT. There is a cast of onyx in the right temporal lobe and eca branches. The mini scepter detached segment is seen spanning from a right m3-m4 junction mca branch back to the carotid siphon. I do not see any onyx covering the distal scepter mini or distal to it in the same feeder. (B)(4) image 2: single shot lateral skull radiograph. There is a cast of onyx in the right temporal lobe and eca branches. The mini scepter detached segment is seen spanning from a right m3-m4 junction mca branch back to the carotid siphon. I do not see any onyx covering the distal scepter mini or distal to it in the same feeder. (B)(4) image 3: single shot ap skull radiograph. There is a cast of onyx in the right temporal lobe and eca branches. The mini scepter detached segment is seen spanning from a right m3-m4 junction mca branch back to the carotid siphon. I do not see any onyx covering the distal scepter mini or distal to it in the same feeder. (B)(4) image 4: single shot ap skull radiograph. There is a cast of onyx in the right temporal lobe and eca branches. The mini scepter detached segment is seen spanning from a right m3-m4 junction mca branch back to the carotid siphon. I do not see any onyx covering the distal scepter mini or distal to it in the same feeder. The image has been edited: two green markers indicate the distal and proximal ends of the detached scepter mini. These images do not explain why the scepter mini spontaneously fractured 10 cm from its tip, after a simple prep maneuver with dmso, and no onyx injection (no onyx around the distal scepter mini or in the pedicle distal to it). A detailed medical review of the procedure notes for complaint: (B)(4) has been performed. Data review indicates that during the performance of treatment for an avm, the physician selected and utilized the scepter mini balloon for the last feeder as indicated by the physician. Physician placed the scepter mini position and flushed the catheter with dmso (in accordance with device IFU). Data review further indicates that when retracting the scepter mini catheter, a defect in the distal microcatheter is revealed, the scepter separated 10cm proximal to the distal tip. The distal end of the catheter was left in the patient (in situ) and the proximal part was removed. Physician reported upon patient evaluation, there was no hemodynamic effect and after the waiting period of minutes, no formation of thrombi was reported, and patient was started on a course of prophylactic anticoagulation with 0.4% clexane. Patient was taken to the recovery room and was reported to be in good clinical condition. Data review does not provide information as to why the scepter mini spontaneously fractured 10 cm from its tip. Procedure note medical review conclusion of complaint: (B)(4). A detailed medical review of the procedure notes for complaint: (B)(4) has been completed. Data review indicates that during the performance of treatment for an avm, the physician selected and utilized the scepter mini balloon for the last feeder as indicated by the physician. When retracting the scepter mini catheter, a defect in the distal microcatheter is revealed, so that the distal part must be left in situ. Data review does not provide information as to why the scepter mini spontaneously fractured 10 cm from its tip.